Event description:
It was reported that the pt underwent a sling procedure and that many months following the surgery, the surgeon noted a small abscess behind the skin and in front of the mesh. The space between the skin and the mesh had sterile pus, which had no smell; however, the doctor prescribed antibiotics. The pt also reported some bladder urgency.

Manufacturer narrative:
Abscess occurred - conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.